Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation when the mechanism was removed from device sn (B)(4) it was found to be the mechanism belonging to device sn (B)(4) as the device sn (B)(4) was written on the mechanism. Review of the device history record (DHR) for device sn (B)(4) confirms the mechanism was swapped out. Further review of the DHR revealed that the ultrasonic sensor installed in the device was originally installed in device sn (B)(4). This confirmed that the ultrasonic sensor was swapped out. This is an indication that the mechanism and ultrasonic sensor were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.